Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? - were there patient consequences? If yes, please explain. - please provide the product code lot number. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient found that the needle and suture were broken while using it to suture the patient's wound. The product was abandoned and replaced with a new one. Needle and suture are prone to breakage, posing a risk of wound cracking. There were no adverse reported. Additional information was requested.